Event description:
Patient is status post right hemi arthroplasty revision due to multiple dislocations. Explants included unitrax head and v40 sleeve. No additional details provided by the facility.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.